Event description:
A pt reported blood glucose results of 237 mg/dl and 165 mg/dl with a lifescan meter, performed within 10 minutes of each other. A control solution test was performed and the result fell within specifications.